Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 with an altered mental status. It was later reported that a confirmed motor stall was noted in the logs; the pump stalled on (B)(6) 2013. On (B)(6) 2013 when the pump was interrogated a tube set message was noted and no motor stall recovery was noted. The pump was replaced the next day. The pump was delivering bupivacaine and morphine. It was later reported that the patient was admitted to the hospital (B)(6) 2013 and was in the ICU (intensive care unit) after experiencing several days of agitation, confusion, and bizarre behavior. The patient experienced several seizures while being transported to the hospital by the emergency squad. The patient also had several seizures in the emergency room. The seizures were treated with intravenous ativan. The pump had been implanted to treat the patient chronic back pain; the only medication the patient was receiving for the back pain was the intrathecal medication. The patient had (B)(6) and advanced liver failure and was on a transplant list; the patient had recently been moved down lower on the list because, he had been doing well. The pump was last refilled on (B)(6) 2013. The patient¿s wife reported that on (B)(6) 2013 the patient began to experience nausea and vomiting and was acting somewhat strange. Because, the patient was experiencing the vomiting and the nausea, he did not take his daily dose of lactulose and in doing so the patient continued to vomit further and act bizarre and this led up to the events 24 hours prior to the patient¿s admission. So the patient had been without lactulose for the past 48-72 hours and upon admission to the hospital his serum ammonia level was 98 when he usually ran in the high 30s to high 40s; the normal range was 11-32. The pump was interrogated on (B)(6) 2013 and showed that the pump had stalled with no evidence of the pump restarting itself. So it appeared that the patient had not been getting intrathecal medication for the past 72 hours. This was confirmed by emptying the pump, calculating the volume against the volume that should have been in the pump. They calculated that if there was indeed a pump stall with no restart he should have an additional 2-2.25 ml of fluid in the pump, which he in fact did when they emptied the pump and calculated the volume prior to reinserting it into the pump. This was felt to be strong evidence that the pump had not been on. The pump was mechanically turned on and the dosing level was not changed; however, they felt that there was strong evidence that the pump had failed and had the potential to fail again and it would need to be replaced. Following a consult with the anesthesiologist they felt it would be most desirable to have the patient¿s ammonia level return close to his baseline prior to replacement of the pump. At the same time, there was concern that the patient may have an infection. Because of his agitation, a lumbar puncture was not going to be done. The patient was seen by infection disease and would be covered intravenously with antibiotics and at the time of surgery, the physician would be able to obtain spinal fluid. It was the physician¿s opinion that it was less likely that they were dealing with an infectious process such as meningitis or a pump infection having led to the situation. The physician felt that this was supported by clear evidence of the pump printout indicating that the pump had been stalled for approximately 72 hours. They planned to continue to monitor the function of the pump several times on (B)(6) 2013 and if the pump continued to stall they would have to supplement the patient with intravenous narcotics. A plan was put in place to replace the pump as soon as it was medically possible to place the patient under general a nesthesia. The pump managing physician planned to follow the patient while he was in the hospital and make any further recommendations as necessary to the patient¿s attending physician. It was later reported that the day after the replacement, the patient was doing well from a pump/therapy perspective. The cause of the motor stall was unknown.

Event description:
It was later reported that the patient had a lot of medical issues going on at the time and included kidney and liver dysfunction/failure, all non-device related. It was noted that the patient had a history of non-device related health issues. It was reported that the patient had 20 months left on the pump but the healthcare professional (hcp) decided to change it to be safe. It was noted that there was no evidence anything was wrong with it and the pump was discarded. It was reported that the patient medication at that time was 50 mg/ml morphine and 25 mg/ml bupivacaine. It was noted that the patient was on basal rate of 1.671 mg/hour of morphine and .836 mg/hour of bupivacaine.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Analysis concluded motor/gear train anomaly/corrosion and-or wear and-or lubrication and motor/gear train anomaly/stall due to shaft-bearing.